Event description:
A day after treatment with juvederm ultra plus in the nasolabial folds, the pt awoken to a headache and pain in the scalp area, as well as discomfort slightly above the injection site. The pt also experienced symptoms of edema and bruising at the injection site. The pt took ibuprofen that helped with the pain, but that was not prescribed. The physician prescribed a medrol dosepak (route: "po") and believes that if treatment was not given then there may be have been worsening of symptoms leading to permanent damage. All the symptoms have now resolved.